Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 08/02/2024. An investigation was conducted on 08/202/204. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire. The gray hot jaw insulation was observed to be intact with no visual defects observed. The gray silicone insulation on the cold jaw was observed to be peeled and detached from the cold jaw, exposing the cold metal jaw. No other visual defects were observed. Based on the returned condition of the device, and the no specific failure reported, the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000401094 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoviewhempro vh-3500 jaws were noted to be defective prior to insertion of vessel harvesting tool into the tool adapter port of the harvesting cannula. It was removed from the field. A new device was opened to complete the procedure. There was a minimal procedural delay to open the new device. There was no patient harm.